Manufacturer narrative:
The external visual inspection revealed a dented bottom cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a dented bottom cover. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a dented bottom cover. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a dented bottom cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a dented bottom cover. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaints of pain and sound quality could not be verified during this analysis. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
It was reported that the recipient experienced pain and non-auditory sensations with device use. Programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a dented bottom cover. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This is an interim report.